Event description:
It was reported that the patient was shocked while walking through an airport scanner. The patient did not turn his device off before walking through the scanner. The patient also stated that he was charging more than expected after the incident. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported a manufacturer representative met the patient in his physician's office. Impedance testing was performed and everything looked great. The system was checked and was working as intended.

Manufacturer narrative:
Lead model 3998 lot# v004146 implanted: 2006-(B)(6) explanted: na, extension model 3708360 (B)(4) implanted: 2007-(B)(6) explanted: na, extension model 3708360 (B)(4) implanted: 2007-(B)(6) explanted: na, programmer model 37742 (B)(4).